Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary for (B)(4): helix disengaged from helical channel. Full lead returned and analyzed. Additional finding of blood in/on helix mechanism.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that before implant, it was noticed that the helix mechanism could not be extended. The lead was not used, and a new one implanted. No patient complications were reported as a result of this event.

Event description:
It was reported that before implant, it was noticed that the helix mechanism could not be extended. The lead was not used, and a new one implanted. No patient complications were reported as a result of this event.